Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown period of time following the implant of this transcatheter bioprosthetic valve, during the hospitalization, an unspecified aortic regurgitation was noted and gradually worsened. Subsequently, a non-medtronic bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the event does not indicate a potential manufacturing issue. Post-implant occurrence of aortic regurgitation after an unknown/extended time period could be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions; the root cause could not be determined from the information provided. A review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Without review of complete imaging video and additional patient records, the reported migration could not be assessed, and an assignable root cause could not be determined. The relationship between the congestive heart failure and the valve could not be determined; however, the heart failure is likely related to the patient condition. Heart failure is also a known adverse effect per the evolutr instructions for use (IFU). In this case a non-medtronic bioprosthetic valve was successfully implanted valve-I n-valve. No additional adverse effects were reported. This event did not indicate device misuse or malfunction. A1 - pt. Identifier was corrected. H6 - eval code method 3331 was added to the report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the device migrated. Heart failure was also reported. Patient and device codes were updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.